Event description:
The customer reported an erroneous, high c-reactive protein (crp) result was generated on a unicel dxc 600 synchron system for one patient sample. The initial, high c-reactive protein (crp) result was not reported out of the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The initial crp result was rerun on the same instrument in triplicate. The results were lower, were considered valid and one of the results was reported out of the laboratory. It is unknown which result was reported. Quality control results were within the customers established specification during the timeframe of the event. Precision study results were within acceptable precision claims during the timeframe of the event. The customer indicated that no other chemistries were affected during this event. The sample was drawn in a plastic plasma tube and was run without the cap on. The customer was advised to review proper sample preparation techniques with their staff.

Manufacturer narrative:
Instrument performance was assessed by beckman coulter inc. Customer technical services (cts) via hotline customer troubleshooting assistance. Cts advised the customer to replace syringe tips if they were due for replacement and perform a 20 repetition crp precision study. The results of the assessment indicated that the crp assay was performing within established ranges on the instrument. A definitive root cause for this event has not been determined to date.